Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted for high out-of-range shock impedance of 127 ohms. The patient was referred to his clinic. The crt-d and right ventricular lead (non-boston scientific product) remain in service and no adverse patient effects were reported.